Event description:
Foley catheter would not drain urine, attempts to flush catheter unsuccessful. Catheter exchanged for patient safety. Manufacturer response for foley catheter, 14fr 10ml silicone temp sensing with urometer (per site reporter). They are investigating these concerns.